Event description:
It was reported that during a pci procedure, the quantum maverick monorail balloon ruptured. The lesion being treated was located in the mid right coronary artery (rca). The quantum maverick2 balloon was being used for post-dilation, and ruptured at 25 atms (rbp is 20 atms). The number of inflations and to what atms is unk. The procedure was completed with this device, and no patient complications were reported. Patient status was reported as 'good'.